Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported upon opening the device package, the physician noticed that the purple protective sheath of the ncircle tipless stone extractor had come off the handle. Another device was used instead and the procedure was completed successfully. As reported, there were no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A functional test of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawing, instructions for use, quality control data, review of specifications, and manufacturing instructions. One package labeled rpn ntse-015115 and label lot 9048271 was received. The device was returned with the handle in the open position and the basket formation was in the closed position. The collet knob is tight and secure. The mlla [male luer lock adapter] is finger tight. Polyethylene terephthalate tubing [pett] measures 3 cm in length. Visual exam notes the support sheath and basket sheath are severed 1 mm past mlla, 4.5 cm of coil is exposed, and there are no kinks in the basket sheath. A functional test determined the handle does not actuate the basket formation. The device history record was reviewed, and no related non-conformances occurred during the production of lot number 9048271. Additionally, a search of complaint records shows there are no other related complaints for lot number 9048271.therefore, there is no indication from the document review that there is nonconforming product in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was damaged and separated near the handle, preventing the basket from functioning. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The condition of the returned device makes it possible that it was inadvertently damaged during handling. The IFU contains a caution that using excessive force to manipulate the device may cause damage. The caused is traced to user : unintended use error caused or contributed to the event. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been received since the last report was submitted on 08oct2018.